Event description:
Revision surgery - the patient had erosion of the glenoid bone stock. The doctor wanted to convert a hemispherical implant to a reverse shoulder prosthesis due to the compromised bone quality.